Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
New information received notes that corrective programming changes were made to restore bluetooth low energy (ble) telemetry. The patient was stable throughout.

Event description:
It was reported that a patient presented in a non-clinical environment and was unable to connect their implantable cardioverter defibrillator (ICD) via bluetooth, and a failure of bluetooth low energy (ble) telemetry was noted. Additionally, ble lockout was noted on the ICD. The ble lockout was cleared, but ble telemetry was not able to be reestablished and the patient was scheduled for additional follow-up. No adverse patient consequences were reported.